Event description:
Philips received a complaint by the customer on the v60 indicating that the device restarted unexpectedly, and the 1101 "ventilator restarted due to anomalies detected during operation" and 3007 "software exception" errors were displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service. The patient was moved to another device for procedure, but there was no impact to the patient. The remote service engineer (rse) informed the customer that the latest version of the service manual is version t-- according to the service manual, the 1101 error indicates that the ventilator restarted due to anomalies detected during operation, such as invalid or corrupted information, unanticipated situations, or object allocation errors; if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The rse also advised the customer of the recommended repair, which includes: 1. Reinstall operational software. 2. Replace the cpu pcba. The biomedical engineer (bme) successfully installed software version 2.30. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical equipment technician confirmed that the device successfully passed performance specification testing and been returned to service.